Event description:
An endeavor resolute rx drug-eluting coronary stent system was intended to treat a lesion in a patient. It was reported that a stent strut opened during difficult placement in a very calcified and excessively tortuous vessel. It was reported that the target lesion exhibited 80% stenosis. No patient injury occurred and no clinical sequelae have been reported. No further information has been received and the device has not been returned for evaluation.

Manufacturer narrative:
Results: failure to deliver sent stent deformation; 80% stenosis, severe calcification, excessive tortuosity. Conclusions: 80% stenosis, severe calcification, excessive tortuosity.